Event description:
The pt underwent a tracheostomy. During the surgery, a pop was heard and smoke was noticed on the surgical field. The tracheostomy tube was pulled out, and it was noticed that the cuff was black. The pt was on 100% oxygen.